Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that the device did not work. Per service reports, this complaint can be confirmed. It was found during evaluation that the motor was stuck and rusty. Further, the cable of the device did not pass the cable screening test and the o-rings of the device were defective. The motor, motor cable and o-rings were replaced to resolve the issues. The device was cleaned, tested and found to be fully functional. Fluid ingress into the device and contact with the motor is responsible for the rusty motor. Corroded motor has a tendency to stick and not turn. With the available information, we cannot determine the root cause of the defective cable and o-rings. The corroded motor, defective o-rings and motor cable would have caused the device not to function as intended by the customer. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 04/05/2016 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in italy that preoperatively to an unknown surgery on an unknown date, it was observed that the 8022 handpc tornado shaver did not work. During in-house engineering evaluation, it was determined that the motor was stuck and rusty. No consequence for the patient. No further information was provided.